Event description:
Customer reported receiving erratic readings on five different freestyle meters. In one case, back-to-back tests were performred using the same blood sample with results of 200mg/dl and 250mg/dl. The differences of these readings vary by 25%. In another case, back-to-back tests were performed with three different meters and three different blood samples with results of 327mg/dl, 375mg/dl and 303mg/dl. The difference of these readings vary by 24%. The freestyle results reported by the customer to be taken within 15 minutes differed more than 20% and meets the MFR's definition of a malfunction.